Event description:
Edwards received information a patient with a 25mm magna aortic valve implanted for an unknown implant duration underwent valve-in-valve procedure due to unknown reasons. A 23mm 9750tfx transcatheter valve was implanted inside the 25mm valve. The physicians do not believe the surgical valve failed early. Account name: (B)(6). Case date: 2022-07-18. Date submitted: 2022-07-18. Case participant 1: full name: (B)(6). Primary physician: (B)(6). Product_type: sapien 3 ultra. Valve size: 23 mm. Valve position: aortic. Model #: 914espa, 9750cm23a, 9750tfx23a. Serial/lot: (B)(4) (patient), (B)(4) (patient), (B)(4) (patient). Was the patient alive at end of procedure?: yes. Was valve successfully implanted?: yes. Was there central leak?: no. Procedural notes: I am just reporting that we placed a 23mm s3 ultra inside of a 25mm magna. The physicians do not believe that the valve failed early.

Manufacturer narrative:
Additional manufacturer narrative: the device was not returned to edwards for evaluation as it remains implanted. Attempts to retrieve additional information is in process. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
Corrected data: based on the additional information obtained, this event is no longer considered reportable and this correction is being submitted.

Event description:
Edwards received information a patient with a 25mm 3000 aortic valve implanted 18 years, five (5) months, underwent valve-in-valve procedure due to unknown reasons. A 23mm 9750tfx transcatheter valve was implanted inside the 25mm valve. The physicians do not believe the surgical valve failed early.